Event description:
It was reported that this pacemaker, still in the box, could not be interrogated. Two programmers were tried, without success. Basic troubleshooting with the programmers was performed, such as changing the power cable and moving to another room, but the device was still not able to be interrogated. The unopened device was returned for laboratory analysis.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry and no pacing output. The device case was removed to facilitate inspection of the internal components. An external power supply was connected to the device and the components were tested for current drain. Electrical testing and analysis were then conducted, which isolated a high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the battery depletion that caused the inability to interrogate this boxed device.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this pacemaker, still in the box, could not be interrogated. Two programmers were tried, without success. Basic troubleshooting with the programmers was performed, such as changing the power cable and moving to another room, but the device was still not able to be interrogated. The unopened device was returned for laboratory analysis.